Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The lcd color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting treating a pt (age and gender unk), the device's display blanked out and clinical info could not been seen. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.